Event description:
The pt reportedly experienced intermittency, followed by loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery is under consideration.